Event description:
It was reported that one year three months and thirteen days post port placement, the catheter allegedly had small break upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, functional and tactile evaluations were performed. A partial circumferential break was noted approximately 5.2cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be granular on both break regions. Upon infusion, a leak from the partial circumferential break was observed while water with thrombus exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year three months and thirteen days post port placement, the catheter allegedly had a small break upon removal. There was no reported patient injury.